Event description:
It was reported that the patient underwent a pelvic floor repair procedure in 2008. In 2009, the patient continued to have dyspareunia and an erosion of the mesh in the apex. A resection of the mesh is planned for another date in 2009.

Manufacturer narrative:
Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.